Event description:
It was reported that low pacing impedance and noise resulting in oversensing was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.

Event description:
Additional information was received indicating noise was noted after reprogramming. No additional intervention has been performed at this time. The patient was in stable condition.